Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in sweden it was reported that the patient faced infection at infusion set insertion site during use on (B)(6) 2025. The patient went to the emergency department due to infection and pain at insertion site. The patient got treated by draining the infection. The patient was released from the hospital on same day 01-oct-2025. No further information available.